Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going h3 other text: not sure if device was returned.

Event description:
Country of complaint: (B)(6). Over drainage was reported.

Manufacturer narrative:
Adverse event and product malfunction manufacturing site evaluation: the gav valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed. Permeability test - the test results showed that the valve was difficult to penetrate and not permeable. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve. A braking force and brake function test is not applicable. Visual examination - no significant deformations or damage of the valve were detected during the inspection. Computer controlled test - the test is performed in the horizontal and vertical position. The first test and second test results showed that the reference flow level was within the accepted tolerances. We cannot confirm the suspicion of over-drainage. Results - after the tests, we have dismantled the valve. Inside, we found build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of over-drainage. During treatment with shunts, however, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.